Manufacturer narrative:
Testing and investigation found the device displayed e105 (audible alarm test - buzzer on/off) without sounding an audible alarm tone. This was due to a broken piezo transducer. The piezo transducer is responsible for producing the audible tones in an alarm condition. The cause for the broken pezo transducer could not be determined. The acclaim encore is the only pump manufactured by hospira that uses this piezo transducer. A calibrated tubing set specs. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, the device displayed e105 (audible alarm test-buzzer on/off) without sounding an audible alarm tone.